Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, partial flap bed was reported due to suction loss. Patient is healing and photo refractive keratectomy (prk) will be done in the future.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A company representative reported patient felt eye discomfort during flap bed creation during lasik. Patient moved to break suction. Additional information requested.

Manufacturer narrative:
The creation of a corneal flap is used in patients undergoing lasik surgery or other treatment requiring initial lamellar resection of the cornea. Anatomical abnormalities or patient movement should be addressed prior to the use of the laser, as this may cause an issue with the flap creation. Contraindications include: patients¿ with previous health/eye history, pediatric patients, or patients with corneal abnormalities which would prevent the wavelength (laser beam) from transmitting. A flap resection consists of two resections. The first is a circular lamellar disc cut, parallel to the anterior surface. A second resection is a partial cylindrical wall that extends from the lamellar disc to the anterior surface. A portion of the second resection is left untreated to create a hinge. Flap parameters must be specified or verified prior to initiating the laser surgical procedure. All positioning and pattern adjustment occurs in the planning and docking steps. As with any surgical procedure, risk is involved. Possible complications resulting from lamellar flap resection include (but are not limited to): corneal edema, corneal pain, epithelial in-growth, epithelial defect, infection, flap de-centration, incomplete flap creation, flap tearing or incomplete lift-off. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Based on qa assessment, the product met specifications at the time of release. The root cause of suction loss can be attributed to patient movement. The root cause of patient discomfort cannot be determined conclusively. (B)(4).